Manufacturer narrative:
The customer's meter was requested for investigation and replacement product was sent to the customer. Reporter: occupation - the occupation is patient/consumer.

Event description:
It was reported there was an issue with the display of coaguchek xs meter serial number (B)(4). The meter would not power on. The battery compartment did not have any corrosion. The batteries were replaced and the meter powered back on, but the display was too dim to see. A display check was performed, but the screen was too dim to confirm if the display was full. The meter was powered on with a test strip already inserted and the meter displayed a test strip error which could be faintly seen.

Manufacturer narrative:
The meter was returned for investigation. The circuit board was tested for damage or contamination. The circuit board was found to be contaminated by a penetrating liquid affecting the conductive rubber contacts of the circuit board. The contacts are short-circuited by the contamination, leading to the issue. The contamination would be caused by a mishandling of the device. Medwatch fields d9 and h3 have been updated.